Event description:
The external pulse generator was returned due to a damaged case and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that both the upper and lower cases were broken. Analysis also found that the high rate cover, both bail covers and the ring cover were broken, the battery drawer and ring cover screw were contaminated, the ring was bent and the high rate keypanel was out of specification mechanically.